Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The customer stated that the insulin pump suspended before low. The suspend on low limit in sensor settings was 70 mg/dl. The blood glucose value associated with the triggered suspend event was 70 mg/dl. The customer reported the difference occurred with the current sensor. The sensor will not be returned for analysis.